Event description:
Reporting status: death. Reporting rationale: death. Device issue: none. It was reported that the pt came to the hosp with chest pain and st elevation. The pt was taken to the cardiac cath lab, and it was determined that there was a blockage. The pt was experiencing an acute myocardial infarction (ami). Percutaneous transluminal coronary intervention (ptci) was being performed and as the stent was being advanced, the pt crashed (cardiac arrest) and all the ptci devices were immediately removed from the patient and cardiopulmonary resuscitation (CPR) was administered, but was unsuccessful and the pt died on the table. No additional event, or pt information is available.